Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.2 most cubies failed. Only one was not able to open, user rebooted the system, but it would not pop open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 6.2 cubies had failed. The field service engineer (fse) was able to assist via remote smart service and helped the customer troubleshoot the failed pocket. The pocket was force-released and reinserted, which cleared the communication issue after this, the station recognized the pocket. The customer then reloaded the medications and tested it by inventorying the cubie. Everything functioned correctly, and it was acceptable to close the work order. The system functioned after the field service engineer investigated the issue.